Event description:
It was reported that the patient experienced aspiration pneumonia. The patient was treated with antibiotics and the pneumonia was resolved 2013-(B)(6). Nevertheless after the event the patient developed a critical care neuropathy, had to be intubated/respirated and got a tracheostoma. The event was possibly or certainly related to the system and a pre-existing/underlying disease. The event resulted in hospitalization or prolongation of hospitalization. The outcome was resolved with sequelae.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37085-60, serial# (B)(4), product type extension. Product ID 37085-60, serial# (B)(4), product type extension. Product ID neu_unknown_lead. Lot# 24498910, product type lead. Product ID neu_unknown_lead, lot# 24477694, product type lead. (B)(4).